Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to short interval counts (sic) and fast episodes with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. 334 of 335 lifetime ventricular-sic are recorded beginning (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and v-sic. There are 3 "lead failure predictor" events of less than 220 ms cycle lengths recorded between (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.